Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 403:317:871:0000; this condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 403:317:871:0000 was confirmed during product evaluation. The root cause of this condition was assigned to a defective user interface module (uim) printed circuit board (pcb) and a defective u65 programmable read only memory (prom) . The uim pcb and u65 prom were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.